Event description:
It was reported by the user facility that - despite high fresh gas flow - no sufficient pressure was built up in the breathing system. Due to significantly impaired lung function of the patient a quick desaturation occurred. It was assumed at the day of reporting that a permanent damage of the cns will be the likely consequence.

Manufacturer narrative:
The investigation is ongoing; results will be provided in a follow-up report.